Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet pump became unresponsive with an unexpected shutdown after a beep, the display would not wake despite a reported full battery, the app indicated the pump was disconnected, and the user¿s dexcom g7 showed persistent high glucose for approximately 13 hours without a meal during that period. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an unexpected device shutdown associated with a component issue, with findings consistent with an insulation problem linked to the seal component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.